Event description:
It was reported that pump battery depleted too quickly, and concern was raised about how fast battery power ran down. There was no reported impact to the customer¿s blood glucose level. Customer technical support was unable to calculate battery usage because pump data was not uploaded and could not obtain further details, so no additional information was received regarding the outcome of the event.